Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given insulin shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering because when they set their basal rate to 1.2 units, it keeps going to 1.6 units. The customer reported a flush drive support cap. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.